Event description:
In summary of the notes below: the ventilator power supply failed. Called covidien tech support to get information on 3 conditions the ventilator is displaying. Extended self-test (est) pass field displayed "est never run"; event logged a device alert "power loss and recovery occurred with a pre-existing device alert"; system log recorded graphical user interface "(gui) key stuck".